Event description:
Healthcare professional reports through clinical study that approx 37 months post implant the valve was explanted due to structural valve dysfunction. The valve was not returned for analysis however a pathology report was sent tothe MFR.